Manufacturer narrative:
Date of event was approximated to 01apr2022 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. During preparation outside the patient, the internal bolster detached. The procedure was completed with a new endovive securi-t percutaneous replacement bolster. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. During preparation outside the patient, the internal bolster detached. The procedure was completed with a new endovive securi-t percutaneous replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block e the health care facility name is (B)(6) the physician's name is unknown. Block b3 (date of event): date of event was approximated to (B)(6)2022 as no event date was reported. Block h6 (device codes): device code a0501captures the reportable event of internal bolster detached. Block h10: the returned endovive securi t was analyzed. The internal bolster was detached but was not returned. Microscope inspection revealed that there was evidence that the internal bolster was correctly attached before the detachment. Based on the condition of the returned device, engineers determined that the problem observed could be due to the technique applied by the customer during the placement of the device which could have caused the detachment. In addition, it is possible that user manipulation while preparing the device may have affected the internal bolster. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.